Manufacturer narrative:
Per good faith effort (gfe) response received 09dec2024, the authorized service provider (asp) engineer confirmed that a 1124 ¿battery failed¿ alarm error message was present. The asp engineer also noted that the defective battery was more than 5 years old based on the date of manufacturing--once the hospital equipment department replaced the defective battery per standard preventive maintenance, the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that while the ventilator was used on a patient who experienced acute heart failure, shortness of breath, and an inability unable to lie down, an on-duty nurse noticed an alarm indicating that there was a battery failure; however, there was no reported harm to the patient or user. The ventilator was immediately replaced with a backup. The customer called technical support to report that while the ventilator was used on a patient who experienced acute heart failure, shortness of breath, and an inability unable to lie down, an on-duty nurse noticed an alarm indicating that there was a battery failure. The investigation is ongoing.